Event description:
It was reported that the lead exhibited out of range impedance, and loss of sensing and capture. An x-ray confirmed lead dislodgment. The physician speculated that this was a result of the patient's twiddler's syndrome.

Manufacturer narrative:
Na